Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date was unknown. During the procedure, when internal bolster was tried to advance with an obturator, it detached. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2022 as no event date was reported. Block e1: health care facility: (B)(6) hospital. Address: (B)(6). Phone: (B)(6). Block h6 (device codes): device code a0501 captures the reportable event of internal bolster detached. Block h10: the returned endovive securi-t replacement bolster was analyzed. Upon visual assessment, it was observed that the silicon feeding tube of the bolster was detached. Therefore, the complaint is confirmed for bolster detached. Based on the condition of the returned device, engineers determined that based upon the adhesion traces found in the silicone tube as well as the detachment and damage to the bolster it suggests that the device was subjected to excessive force; perhaps the manipulation, technique used could have contributed to this event. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 as no event date was reported. (B)(6) (B)(4).

Event description:
T was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date was unknown. During the procedure, when internal bolster was tried to advance with an obturator, it detached outside patient. The procedure was completed with a new endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.